Manufacturer narrative:
MDR 3007966929-2020-00014 / device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the "suction catheter pouch fill up with air even though block controller is off to the patient/intubation tube". End user reports "they can't input the catheter to the intubation tube if the pouch is fill up with air". The patient was on respirator in the intensive care unit at the user facility with closed suction system connected to intubation tube, there was air in the suction bag and suction could not be done. The patient needed airway aspiration quickly and treatment was delayed due to incorrect suction." No photographs were received depicting the reported complaint issue. There was no initial report of harm to the patient when report was first made.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(4). A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Manufacturing data for the affected cathy¿ closed suction system (dhf#1008) was reviewed for the period from 01/jan/2017 to 01/jan/2020. Totally about (B)(4) pcs of finish goods were shipped for the analyzed period. The complaints were reviewed for the period from 01/jan/2017 to 01/jan/2020 on the presence of the similar issue ¿inflation of sleeve during use¿ concerning cathy¿ closed suction system product. Totally, 1 complaint was received on 2 defective items in 2019 year. Based on the medical review of the complaint, the product malfunction code was identified as asc-pmc6.1 inflation of sleeve during use (cathy¿ only). The severity of 1 was assigned by the complaint evaluation committee. No harm was reported with the complaints. Considering the assigned severity of 1 and the calculated probability of failure occurrence in 2017-2020 years: p=2/535976 = 0,0000036 (p>0.000002 and p < 0.00005 corresponds to the rating of 2 ¿low¿. Relatively few failures: effect rarely occurs. Difficult to replicate), the risk has been evaluated as ¿low¿ based on sop-000100 ver. 26.0, appendix 8.5. No additional actions are required at the moment. No samples and pictures were received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process, sop-000741. Update: this complaint has been evaluated as a type 2 case. A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples and pictures were received. Due to severity change ncr 1352509 ¿cathy pouch fill up with air even though block controller is of to the patient¿ was initiated. On the base of information received the investigation concludes that the true root cause for the issue ¿suction catheter pouch fill up with air even though block controller is off to the patient/intubation tube¿ cannot be identified. This is an isolated case, no other complaints were registered for the same issue. No actions are recommended to implement. Complaints with the issue will be monitored. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.